Manufacturer narrative:
The reported event of the guidewire restricted in the lead was confirmed. A complete lead without the guidewire was returned for analysis. Visual and x-ray examination of the lead found the inner coil was compressed/damaged. The guidewire insertion test couldn¿t perform due to the damaged inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the guidewire was failing to be removed from the left ventricular (lv) lead. The lv lead was not used. The procedure was abandoned due to patient issue. The patient was in stable condition.